Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant dropped out of package and became contaminated during a procedure. The procedure was not able to be completed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed, no malfunction/damage identified on implant. Markings due to the removal process. DHR review was completed for the subject lot number 2019051798. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019051798 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate handling by clinician or staff when peeling open inner tray therefore, based on the available information, device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.